Event description:
This lead was implanted on (B)(6) 1987, and is stil on service with high threshold. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).